Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilator was used during an esophageal dilation on (B)(6), 2010 (patient age, gender, weight and date of birth are unknown) according to the complaint, during the procedure, the cre balloon dilator was inserted into the endoscope and positioned within the esophagus. However, during inflation the cre balloon ruptured. The balloon burst at an o.d. Size of 20mm. No part of the balloon detached. The procedure was completed with a second cre balloon. There were no patient complications and the patient's condition has been described as "fine."

Manufacturer narrative:
The device had not been reprocessed and this was the first time it was used. (B)(4).

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon have been previous inflated, that there were kinks in the catheter and that the balloon had been torn longitudinally. This confirmed the complaint description. It is probably that the balloon was ruptured due to operational factors and therefore the root cause has been determined to be operational context. (B)(4).

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilator was used during an esophageal dilation on (B)(6), 2010 (patient age, gender, weight and date of birth are unknown) according to the complaint, during the procedure, the cre balloon dilator was inserted into the endoscope and positioned within the esophagus. However, during inflation the cre balloon ruptured. The balloon burst at an o.d. Size of 20mm. No part of the balloon detached. The procedure was completed with a second cre balloon. There were no patient complications and the patient's condition has been described as "fine."

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilator was used during an esophageal dilation on (B)(6), 2010 (patient age, gender, weight and date of birth are unknown) according to the complaint, during the procedure, the cre balloon dilator was inserted into the endoscope and positioned within the esophagus. However, during inflation the cre balloon ruptured. The balloon burst at an o.d. Size of 20mm. No part of the balloon detached. The procedure was completed with a second cre balloon. There were no patient complications and the patient's condition has been described as "fine."